Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that the first one went bad. The patient reported that the healthcare provider (hcp) put in needles and hooks causing scar tissue. The patient explained that the hcp had used wires that he pushed into the l4, l5 then hooked like fish hooks. The patient went to the hcp who pulled the wires out causing scar tissue. The patient reported that when he went to the next hcp he was told he had scar tissue and they would not be able to get past the scar tissue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device going bad was that the device needed to be charged twice as often as usual. Then the device went dead. No changes occurred. The circumstances that led to his issue was that the device ran perfect right up to it sleeping. The patient reported that they got the eos sign the last time the attempted to charge. The patient stated that it was a good two years. No further complications were reported or anticipated.